Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain patient's weight. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient had high impedances on both leads, preventing patient from entering MRI mode. Surgical intervention was undertaken wherein both leads were explanted and replaced. Therapy was restored post-op.